Event description:
It was reported that the ilet user frequently entered meal announcements to manage blood glucose and experienced a fluctuation episode ranging from 39 mg/dl to 261 mg/dl. A factory reset of the ilet was performed and education on proper meal announcement use was provided. Symptoms included hypoglycemia, hyperglycemia, sleepiness/ drowsiness, confusion/ disorientation, dizziness, and headache. Outcomes included transient hypoglycemia without hospitalization. Investigation included review of device reports and guided troubleshooting with a factory reset. Investigation of this case revealed user technique issues related to using meal announcements as corrections, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user technique was the most probable cause.